Event description:
Product analysis (pa) was completed on the suspect lead. The reported allegation of ¿lead fracture¿ was confirmed in the pa lab. Visual analysis of the returned lead portions identified a fracture in the ring coil at approximately 8 mm. Scanning electron microscopy identified pitting on the coil surface at the break location, and the metal dissolution prevented identification of the fracture mechanism. Apart from the fracture and pitting, the condition of the returned lead was typical of explanted leads. Setscrew marks on the connector pin indicate that good mechanical and electrical connection existed at one time between the generator and lead. Abrasions were noted in various locations but did not penetrate the tubing. The dried remnants of body fluids were found within the inner and outer silicone tubing with no obvious point of entry apart from the cut ends. Note that since the electrode array section was not returned for analysis, therefore, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The 25% change in impedance history was reviewed, and the date on which high impedance was first seen was noted. There were no performance, or any other type of adverse conditions found with the pulse generator. The product analysis for the suspect device is still pending. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance greater than 10000 ohms. The output currents were disabled, and the patient has been referred for full revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.